Event description:
Procedure: inguinal hernia repair. According to the reporter, the balloon ruptured inside the patient during inflation. Everything was removed and another device was used to complete the case. The patient is fine. No delays in or time.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/13/2015.